Manufacturer narrative:
The lower surface of setscrews is showing scratches and deformation of the central pointing tip. These damages are consistent with the setscrews having pressing down a spinal rod. The threads of two setscrews with the broken upper part do not present damage and are not worn. The threads of the third setscrew with the broken upper part present damages and is crossed by one furrow, angled opposite to the thread angle. The bottom threads are scratched on their underneath surface. Those damages are consistent with an angulation of the setscrew inside the connection head. The threads of the setscrew with the unbroken upper part present damages. The bottom threads are scratched on their underneath surface, consistent with an angulation of the setscrew inside the connection head. The damages of the setscrews and the mas are consistent with a cross-threaded insertion of the setscrews. The first damaged setscrew (with the broken upper hexagonale part) which has been inserted cross-threaded would have damaged the mechanical thread and opened the head of the mas. Then, a second setscrew has been inserted cross-threaded and was damaged (setscrew with the unbroken upper hexagonal part).

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information.

Event description:
It was reported that during an unspecified spinal surgery, a setscrew stripped in a pedicle screw. Although the implants were used in surgery, no patient complications have been reported.

Event description:
Updated information: (B)(6) 2011: the set screw stripped in the head of the pedicle screw and not the bone. It appeared that the head of the pedical screw was faulty.